Event description:
Report rec'd of a non-delivery of chemotherapy with no pump alarm. The pump was programmed to deliver 5fu at 44.6ml/hr over 24 hours. The pt was also receiving normal saline at 50ml/hr running on another pump. The 5fu was running into the normal saline main line through the pt's right hand. The 5fu infusion was started at 6:00pm on the day of the event. The pump was checked at 9:25am on the same day and was reported to be infusing per the programmed settings with an appropriate volume gone from the IV bag. The nurse checked the device again at 10:25am on the day of the event. The pump was no delivery occurring. There had been no manipulation of the tubing or the device between 9:25am and 10:25am. There were no pump alarms reported. There was no reported adverse effect of the pt.